Event description:
It was reported that the patient presented with complaints of chest pain. Echo revealed the lead had perforated the heart wall. Lead was explanted and replaced. Patient was doing well.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness was performed and the lead was found to be within specification.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.